Event description:
It was reported that an exactamix 2000 ml eva tpn bag leaked at the administration port. This was observed after the bag was filled with solution, before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h4, h6, h11. H4: the lot was manufactured between december 21-22. 2023. H11: the actual device and a photograph of the sample was provided for evaluation. Visual inspection was performed and the reported issue was not easily identified by initial visual inspection of the returned sample. However, the leak from the administration spike port bonding area was visible during the visual inspection of the photo sample. Functional testing of sample was performed and a leak was identified from the spike port bonding area on the sample product. The reported condition was verified. The cause was not determined; however, a likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.